Manufacturer narrative:
Follow-up #1: date of submission 3/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2016 with the following findings: a "no power" event was not duplicated during investigation. Unexplained power on reset events observed in black box beginning on (B)(6) 2016 pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. Evidence of moisture contamination seen inside pump on real time clock circuit and keypad flex cable and connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump had no power after the patient went swimming with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.